Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found, but blood noted on conductors and helix; full lead returned and analyzed.

Event description:
It was reported that there was high atrial threshold, and poor and sporatic sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.